Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had shot out during priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported 2 cracks going across screen, threading for battery compartment were worn or stripped. The customer had hard time removing and securing batteries and hearing alerts now. The insulin pump had 3 unexplained no delivery over the last 6 months. The device will not be returned for analysis.